Manufacturer narrative:
The reported observation of connection problem was confirmed. The analysis concluded that the observation of the device having a connection problem was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s procedure of adding a lead based on the timeline. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600337469 - per the clinicians manual warning. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Event description:
Additional information indicated surgical intervention took place on (B)(6) 2025.

Manufacturer narrative:
Corrected: d6b.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a procedure on (B)(6) 2025 to add a lead. Reportedly, ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.